Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient could not feel stimulation. X-ray was taken and revealed spinal cord stimulation (scs) lead migration. The patient underwent a revision wherein the lead was moved back into position, remains implanted and in use. The patient was doing well postoperatively.